Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.

Event description:
It was reported by the pt that she underwent total hip arthroplasty in 2007. Fourteen-months post-op, she began experiencing pain and bone scan in 2009 showed loosening of the acetabular shell. Her surgeon recently recommended a revision of the durom acetabular shell which is scheduled for a later date.